Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2017. (B)(4) lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing during a ventricular arrythmia. The rv lead remains in use. No patient complications have been reported as a result of this event.